Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported that: 'an insect was found on a biopatch.' There was no adverse pt consequence reported.